Event description:
Additional information was reported that the patient was diagnosed with an infection on (B)(6)-2011. The patient had the following symptoms: fever, redness, swelling, drainage, and pain. The primary location of infection was at occipital site. The patient received oral antibiotics, and the total device system was explanted on (B)(6)-2011. The patient's outcome was reported as infection resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the onset of infection was (B)(6) 2011 with symptoms of fever, redness, swelling, drainage, and pain noted. Primary location of the site of infection was the occipital site. It was noted the patient did not have meningitis. It was unknown if cultures were obtained. Treatments included oral antibiotics and a total device system explant on (B)(6) 2011. The patient's outcome was reported as infection resolved. It was unknown if the patient had any risk factors prior to device implantation. Additional information received reported the patient's implantable neurostimulator (ins) and lead had to be explanted due to infection. It was reported that the patient had a lot of health problems beginning (B)(6) 2012. Further, it was reported that the patient was implanted on (B)(6) 2011 for migraine pain, and it "went bad" in three weeks. It was clarified that "bad" meant that due to infection that went all the way down the lead, the system had to be removed. It was reported that the patient was explanted on (B)(6) 2012. It was reported the patient has had several mris of her neck. It was reported the patient had neck surgery last week, but that it was unrelated to any manufacturer device.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), explanted: 2011-(B)(6); product ID 3708220, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2011-(B)(6); product ID 3550-39, lot# n271633, implanted: 2011-(B)(6), explanted: 2011-(B)(6); product ID 3550-39, lot# n279679, implanted: 2011-(B)(6), explanted: 2011-(B)(6); product ID 3487a-56, lot# v588143, implanted: 2011-(B)(6), explanted: 2011-(B)(6), product ID 3487a-56, lot# v546768, implanted: 2011-(B)(6), explanted: 2011-(B)(6). (B)(4).

Event description:
It was reported that the patient got a (B)(6) infection following a procedure to fix their leads after they had moved. Additional information was requested, but was not available at the time of this report. See manufacturer's report # 3004209178201103167 for lead issue.

Manufacturer narrative:
Product ID 3778-75, lot#, serial# (B)(4), implanted: 2011 (B)(6), product typ: lead, product ID 37752, lot#, serial# (B)(4), implanted, explanted, product typ: recharger, product ID 37743, lot#, serial# (B)(4), implanted, explanted, product typ: programmer, patient product ID 3708220, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted, product typ: extension, product ID 3550-39, lot# n271633, serial#, implanted: 2011 (B)(6), explanted, product typ: accessory, product ID 3550-39, lot# n279679, serial#, implanted: 2011 (B)(6), explanted, product typ: accessory, product ID 3487a-56, lot# v588143, serial#, implanted: 2011 (B)(6), explanted, product typ: lead, product ID 3487a-56, lot# v546768, serial#, implanted: 2011 (B)(6), explanted, product typ: lead. (B)(4).